Manufacturer narrative:
The insulin pump received with button error alarm due to flattened button dome switch escape. Unable to verify motor error alarm due to button error alarm. Motor passed motor test. The unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was performed. The device was returned for analysis.